Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose of 24.8 mmol/l. The customer was treated with manual injection. The customer also stated that the insulin pump had blank display. Display returned after restart. Troubleshooting was not performed for high blood glucose level. Reservoir will not be returned for analysis.